Manufacturer narrative:
The complaint product was not returned for evaluation and the serial number is unknown. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusions can be drawn.

Event description:
A distributor reported a patient experienced a burn. No further information was provided. Additional event and product information have been requested but have not been received.

Manufacturer narrative:
The serial number was provided. No error in the device was reported. An engineer from the distributor performed the vaser test switch per the service manual and the results indicated the system was fine. A review of the device history records is in progress. Based on all available information, no causal factors and be determined and no conclusion can be drawn.

Event description:
Additional information received from the distributor. The procedure occurred on (B)(6)2018. A full thickness fibrosis and burn from fascia to skin was seen days after the procedure. Photo of the patient shows the fibrotic tissue over flank. Patient required medication and surgical intervention and was treated with excision of the fibrosis and scar tissue deep to the fascia.

Manufacturer narrative:
According to vaserlipo system safety risk assessment (206-0113 rev. 10) patient burn is a possible side effect of treatment depending on patient selection and customer technique. The system was evaluated by a field service engineer. In section 4.0 of vaser user guide (p007073-05 rev. B), there is a reference to the vaser test with vaser test switch. The service engineer confirmed the system tested within specifications and no issues were found. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all the available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Corrected h10/11. Cited document: vaserlipo system safety risk assessment is 260-0113 rev. 10.